Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9230, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was told that the newer system wouldn't take as long to recharge and said that they discussed this with a manufacturing representative about this earlier today. Patient said that last week let the implant battery get down to 20% or less and it took almost 3 hours to charge back up to full which was much longer than expected and patient said that did try to maintain excellent connection the whole time. Patient said that has been monitoring and usually after a couple of days the implant is down to about 60%. Reviewed recharging information and patient said that when they started the recharging session last week did see the message that the battery was low however it still showed excellent connection. Patient said that when discussed with the representative, the representative suggested meeting patient at doctor's office. The patient was redirected to schedule an appointment at their healthcare provider's office with the representative to run and review the recharge report to gather a better understanding of that s pecific recharge session.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient that although the issue has not resolved, they have found that applying the recharger directly against their skin and maintaining an excellent coupling connection allows them to recharge within predicted time. Although they deny this issue has been resolved, no further action is planned to address this at this time aside from continuing to charge in the way they have found works.